Event description:
Paramedics attempted to use the device for routine ECG monitoring while transporting a dialysis clinic to the hosp. The pt was described as in septic shock. The device allegedly failed to display the pt's ECG. Only dashed lines were displayed. There were no adverse affects to the pt as a result of the alleged malfunction.